Event description:
During a ptca/stenting treatment procedure the maverick monorail balloon ruptured at 8 atm's on the second inflation. (The number of atm's reached on the initial inflation is unk). The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the mid lad coronary artery. The maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. A tristar stent was implanted during this procedure, but it is unclear whether this was pre-planned or related to the balloon rupture. Pt status is reported as 'good'.